Manufacturer narrative:
The device was returned to mmdg for investigation. During the investigation the pump was found to be outside of the volumetric range that mmdg considers not reportable. The pump was also found to have severe fluid ingress, which caused the pump to over infuse. The pump was repaired and returned to the customer.

Event description:
The initial reporter stated that the pump over infused. They stated that the bag was empty but the pump still showed that there was 55 minutes remaining on the infusion. They also stated that the bag volume was 2050ml and the amount to be infused was 2800ml. Mmdg made multiple attempts to obtain additional information, however, no other information was made available. [(B)(4)].